Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Malaise-ndr: unable to confirm as it is a medical event not related to the device. Edema-ndr: unable to confirm as it is a medical event not related to the device. Neurological symptoms-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported against right side "clear fluid leakage from glands", "textured to smooth due to product concern", "very hard and stiff", and "very red". Patient also reported "fatigue", "temple swelling", and "memory loss" which are all non device related. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported against right side "clear fluid leakage from glands", "textured to smooth due to product concern", "very hard and stiff", and "very red". Patient also reported "fatigue", "temple swelling", and "memory loss" which are all non device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured/anxiety, drainage, "hard and stiff", "red".